Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro laa closure device was implanted on (B)(6) 2024. At the routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had shifted proximally. There were no patient complications reported, and no intervention required at this time.